Manufacturer narrative:
E1- initial reporter establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported the image intermittently cut off during inspection for use involving an olympus colonovideoscope. There was no patient involvement.